Manufacturer narrative:
The reported event of over-sensing could not be confirmed. Visual inspection of the device did not reveal any anomalies on the outer or inner helix and the helix lengths were within specification. Analysis was performed, including a sensing test, which did not reveal any anomalies contributing to the reported event of an over-sensing problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an implant procedure, episodes of noise resulting in oversensing were observed on the leadless pacemaker (lp). As a result, the lp was explanted to resolve the event. The patient was stable and will continue to be monitored.